Event description:
(B)(6). It was reported that during a coronary artery stenting treatment procedure a dissection occurred. The target lesion was a long lesion located in the proximal left anterior descending artery extending to the mid left anterior descending artery with 80% stenosis and was 30 mm long with a reference vessel diameter of 3.0 mm. The physician treated the lesion with pre-dilatation and a 3.0 x 38 mm taxus liberte stent was implanted resulting in 0% residual stenosis. A grade c dissection distal to the target lesion occurred when the stent was implanted. A second 3.0 x 28 mm bailout stent was successfully implanted. The event was resolved with no further complications and the patient was discharged (B)(6) later on aspirin and clopidogrel. Per the physician the event is not related to the stent.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).